Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's reported via phone call that the insulin pump got a failed battery test. Customer's blood glucose level was unknown. Customer also stated that the insulin pump got a blank display. Troubleshooting was performed for blank display and failed battery test and the problem was not resolved. . The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and failed battery test noted. Device received with corroded battery tube and corroded battery tube spring noted. No moisture damage on electronics and motor assembly noted.